Event description:
The customer reported receiving probe obstructed error messages on a coulter lh 750 hematology analyzer, and requested a service visit. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/30/2015 and found that the probe wipe truck was not ascending. The fse replaced the probe wipe and the instrument ran without any errors. He also found worn diff shear valve actuators cvl85 and 126. He replaced the actuators and cleaned the diff shear valve, which fixed the problem. The repairs were verified per established service procedures. (B)(4).